Event description:
Customer reported being hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 545 mg/dl. Customer reported being treated with an insulin drip. Customer stated that she was wearing the insulin pump during the hospitalization. Customer reported having a high blood glucose level of 145 mg/dl the night before the hospitalization that kept rising. Blood glucose level at the time of the call was not provided. No further info was provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Drive support disk was inspected and no anomaly was noted. Unit had cracked battery tube threads.